Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawers 1.1 and 1.2 had failed, with suspicion of a burnt board on the back of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 failed to prevent the customer from pulling the medications. A field service engineer (fse) inspected the device and found no evidence of thermal damage and replaced the pyxis module controller (pmc) board due to missing light emitting diode (led) functionality. The drawer controller boards were fully functional, station was rebooted and the customer tested the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.